Event description:
The customer reported that the heartstart xl was failing op check for the therapy test. There is no indication of patient involvement.

Manufacturer narrative:
Failure analysis info: one therapy capacitor was returned for failure analysis. The reported problem was confirmed. The duration of service and the customer use model (frequent operational checks) is likely to support that the expected life of the capacitor has been surpassed rather than non-conformity to specification.